Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina and myocardial infarction. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and the subject was referred for cardiac catheterization and the index procedure was performed on the same day. Target lesion #1 was located in the first obtuse marginal branch (om) with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.8 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post- dilatation, 0% residual stenosis was noted. Target lesion #2 was located in the distal left circumflex artery (lcx) with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.1 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. Three days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with epigastric pain and as per myocardial spect was diagnosed with apical ischemia. The subject was hospitalized and was referred for cardiac catheterization for further evaluation and management on the same day. Coronary angiography revealed patent stent in om1 with edge effect of 40% mild stenosis, 75% severe stenosis from distal to the stent in curve; multiple diffuse lesion of 70% on the thin distal vessel of distal lcx. Lcx to om 1 (target vessel) was treated with placement of a 3.0 x 8 mm non-bsc stent. The following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product.

Event description:
Evolve ii clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina and myocardial infarction. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and the subject was referred for cardiac catheterization and the index procedure was performed on the same day. Target lesion #1 was located in the first obtuse marginal branch (om) with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.8 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post- dilatation, 0% residual stenosis was noted. Target lesion #2 was located in the distal left circumflex artery (lcx) with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.1 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. Three days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with epigastric pain and as per myocardial spect was diagnosed with apical ischemia. The subject was hospitalized and was referred for cardiac catheterization for further evaluation and management on the same day. Coronary angiography revealed patent stent in om1 with edge effect of 40% mild stenosis, 75% severe stenosis from distal to the stent in curve; multiple diffuse lesion of 70% on the thin distal vessel of distal lcx. Lcx to om 1 (target vessel) was treated with placement of a 3.0 x 8 mm non-bsc stent. The following day, the patient was discharged on dual antiplatelet therapy. It was further reported that follow-up core-lab angiography finding of ostial 1st om, noted absence of thrombus as well as aneurysm. Core lab also noted absence of isr pattern.